Manufacturer narrative:
The device referenced in this report was received and investigated. The investigation confirmed an obstruction inside the auxiliary water channel. Yellowish residue was found inside the auxiliary water channel at running from the 43 cm mark to the distal end. However, there was no residue or stains noted in the biopsy and suction channels of the device. Additionally, the air/water nozzle was found dented and sharp and the distal end cover was found cracked with nicks and dents. The cause of the pt outcomes is most likely due to insufficient cleaning of the device. An olympus endoscope support specialist has conducted in-service training at the user facility on how to property handle and clean the device. This report is being filed as a medical device report in an abundance of caution.

Event description:
The user facility reported that five patients sustained chemical colitis following colonoscopies with the use of the subject device. Two of the five patients were reportedly hospitalized for an unknown amount of time, but all five patients are said to be currently doing fine. The user facility declined to provide additional specific info regarding the affected patients. An olympus endoscope support specialist (ess) visited the user facility to further investigate and found that the user facility was improperly reprocessing the device. The facility specifically neglected the pre-cleaning and cleaning of the endoscope, including flushing of the auxiliary water channel, prior to reprocessing. The ess inspected the device and found the auxiliary water channel clogged and debris was noted on the distal end cover. The unit was removed from service and forwarded to olympus for further eval.

Manufacturer narrative:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this supplemental report to account for each of the five patient/devicesinvolved in this event.please cross reference MFR. Report numbers: 2951238-2016-00180, 2951238-2016-00181, 2951238-2016-00182, 2951238-2016-00183